Event description:
Patient was treated at hospital for hyperglycemia and dehydration. Suspect device was being worn at the time. No further information is available at the time of this report. Device not returned for evaluation.